Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Subsequently, the patient had an infection, and the device was successfully explanted approximately on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.